Manufacturer narrative:
(B)(4). Info was not provided by the affiliate. Info anticipated, but unavailable at this time. Device (b) (B)(4).

Event description:
It was reported that during a cholecystectomy, the staple malformed, tear drop shape. Another device was used to complete the case. No pt consequences.